Event description:
A malfunction alarm labeled as "malf 9" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by supplying pump reset information, helping the customer reset the device, and confirming that the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears, which the customer acknowledged and understood.